Event description:
It was reported that during clinic visit, a cystoscopy exam was performed on the patient, and normal urethra and bladder mucosa was noted. There no papillary tumors, stones, diverticuli or foreign bodies seen. A transrectal ultrasound probe was then introduced into the rectum. The prostate was scanned and it measured an estimated 80 gram, and prostate enlargement with lower urinary tract symptoms were noted. The probe was then removed. Treatment options for the patient's bladder outlet obstruction were discussed. The patient would like to proceed with urolift. The doctor also spoke to him about the length of his penile prothesis. He is unhappy with it and has would like to proceed with the removal of his ipp and placement of the new semirigid device prosthesis. The visit diagnosis also included urgency of urination. The patient will be scheduled for penile prothesis replacement and urolift after insurance approval. Additional information received stated that the patient did not contribute to prostate enlargement. The implant had lost fluid.